Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his drive support cap was sticking out of his insulin pump. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker. .